Event description:
It was reported that the pod had been worn for between 25 and 36 hours. In early (B)(6) 2026 the pod was no longer adhering to the pod site resulting in a dislodged cannula. The pod site was reported to be painful, with the presence of pus and an abscess. The abscess required surgical drainage and packing, which resulted in scarring.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula and unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.